Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged a keypad tactile changes/unresponsive (ok/enter button under responsive) issue. There is no damage to the keypad. The patient has a blood glucose (bg) of 283 mg/dl with polyuria. The bg excursion does not meet the animas criteria for a reportable adverse event. Patient was advised to discontinue use of the pump. This complaint is being reported because the keypad issue was not resolved.